Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-03558 / 03559). Product location unknown.

Event description:
Patient underwent a right hip revision procedure due to unknown reasons. The liner and modular head were removed and replaced with a constrained poly liner and modular head.